Manufacturer narrative:
Complaint of overheating could not be confirmed. Unit passed functional tests. Overheating did not occur during functional testing. All functions performed as expected. No problem found.

Event description:
It was reported the powermax elite mdu hand control overheated. A back up device was utilized to complete the procedure. No patient injury or complications were reported.